Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that greater resistance was met when the instructor was pre-flushing dual-lumen catheter prior to puncture. After puncture, the catheter was delivered to the vicinity of the insertion site. The resistance felt was still great during aspiration and blood draw in this position. Catheter delivery was discontinued temporarily and a problem with the catheter valve was suspected. A new catheter was inserted. The problematic catheter was tested and great resistance was indeed encountered when injecting normal saline to the dual lumen and conducting aspiration.

Event description:
It was reported that greater resistance was met when the instructor was pre-flushing dual-lumen catheter prior to puncture. After puncture, the catheter was delivered to the vicinity of the insertion site. The resistance felt was still great during aspiration and blood draw in this position. Catheter delivery was discontinued temporarily and a problem with the catheter valve was suspected. A new catheter was inserted. The problematic catheter was tested and great resistance was indeed encountered when injecting normal saline to the dual lumen and conducting aspiration.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty flushing the catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc solo catheter. The sample was received with an inlaid stylet and attached t-lock assembly on the red-luered lumen. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, the purple-luered lumen was partially occluded. Insertion of a non-complainant guidewire into the purple-luered lumen isolated the partial occlusion to within the region of the molded joint. Following bisection of the catheter in the vicinity of the occlusion, microscopic inspection revealed the occluding material to be clear, silicone like material consistent with that used during the catheter assembly process. The material found to be partially occluding one catheter lumen was consistent with silicone used to join the extension legs to the catheter shaft. It appeared that catheter material was deposited during the molding process, which may occur if the pin is improperly positioned. Photographs have been forwarded to the manufacturing site for further evaluation.